Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stylet was stuck in the lead and proximal end conductor of the lead was broken due to overstress. Analysis of the lead (serial # (B)(4)) found that the stylet was stuck in the lead. Analysis of the stylet found that the stylet wire was bent. Analysis of the stylet found that the stylet wire was bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during the implant surgery, the surgeon was unable to remove the stylet and the handle on the stylet broke. The surgeon then tried to remove the stylet with a hemostat and the lead broke. It was reported that the surgeon used another lead and there was no issue with it. No complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-14. The rep stated that the device was returned for analysis. The information provided was confirmed with the physician. Additional information was received from a manufacturer representative (rep) on 2017-apr-17. The two leads and two stylet accessories were returned. The rep stated that the tip broke off stylet of lead twice upon attempting to remove from the lead. No further complications were reported/are anticipated.